Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the heavily tortuous distal right coronary artery (rca). The 3.0x33mm xience prime stent delivery system (sds) failed to cross the lesion due to the patient's anatomy and the proximal shaft separated. Reportedly, there was no interaction of devices. The separated sds was withdrawn without any reported issues. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The patient was referred to surgery due to the patient's anatomy. There was no additional information provided.